Event description:
Patient is (B)(6) years status post left total hip arthroplasty. The patient reported over the last few months having increased pain to the point that it interfered with her activities and was also present at rest. The patient was admitted to undergo a left total hip arthroplasty. During the procedure the surgeon noted only some mild scar tissue, no significant fluid collection but what was there appeared to be clear yellow, and no evidence of soft tissue destruction. The left hip explant (asr)measured 4.0 and 4.7 cm in diameter. An inscription on the smaller piece was "dp 999890245 2637984 45". The joint fluids were cobalt 71.4 ug/l and chromium 211.9 ug/l. The patient tolerated the procedure well and was discharged a few days later.